Event description:
Additional information received from the customer reported the patient did not experience any effects due to prolonged anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that physical stress, likely applied to the insertion section while the user was handling the device, led to a damaged charged coupled device unit that caused the b30 error message and noisy image; a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope was bad and went out during a therapeutic bronchoscopy procedure to assess the pediatric patient's mucosa. The procedure was delayed about 45 minutes due to trying to resolve the issues with the scope, but that did not work so a new scope had to be obtained. The procedure was completed successfully with the new scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. A b30 scope communication error message was displayed and there was visible interference in the image. Also, evaluation found the connecting tube was dented, the plug unit housing was damaged, angulation was reduced, and the charged coupled device (ccd) unit was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.